Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that during routine follow-up, it was noted that a power on reset (por) of the device had occurred. It was also reported that reprogramming could not be performed and performance data could not be collected. Additionally, it was noted that the device was approaching the elective replacement indicator (eri) and the patient had been lost to follow-up. The device will be explanted and replaced. No patient complications have been reported as a result of this event.